Event description:
A report was received that the patient was experiencing inadequate stimulation. During the revision it was noticed that the some contacts were damaged and were hanging from the paddle lead. The physician does not know what may have caused this. The physician replaced patient's lead and the patient is reportedly doing well.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.